Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient (pt) was in the hospital for unrelated medical issues. Hcp said they placed a foley catheter when the pt first came to the hospital. Hcp reports that on monday (B)(6) 2024 they removed the catheter but the pt has been unable to void since the catheter was removed. Hcp requested technical services (ts) to instruct them on how to check if ins was on and how to increase the stimulation. The ins was on and at 0.8 ma. Pt's husband increased amplitude until pt could feel stimulation and then went down one level. They left the amplitude at 1.2 ma. Ts provided number to nas if they need to page mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.